Event description:
It was reported that the health care professional (hcp) called for assistance with programming the device to magnetic resonance imaging (MRI) protection mode. Technical services (ts) reviewed the device data and found there was right atrial (ra) noise and the device was not put into protection mode. Additionally, the ra lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Ts discussed it would not be safe to complete the MRI. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming the device to magnetic resonance imaging (MRI) protection mode. Technical services (ts) reviewed the device data and found there was right atrial (ra) noise and the device was not put into protection mode. Additionally, the ra lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Ts discussed it would not be safe to complete the MRI. At this time, the system remains in service. No adverse patient effects were reported.